Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) displayed "internal error" on screen. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked error logs and error 115 was found to have occurred at the time of event. The executive processor board was replaced. The unit passed all functional and safety tests to manufacturer specifications. There was no harm reported, the unit had been in use, but treatment had already finished.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.